Manufacturer narrative:
(B)(4). Section g4: the mr850gju respiratory humidifier is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that a mr850 respiratory humidifier was found that the power cord was damaged, with exposed copper wiring. There is no reported patient involvement.